Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the reported malfunctions occurred due to software drivers. Bluetooth and wi-fi settings were configured ensuring that the appropriate bluetooth adapter is enabled in the device manager. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system is experiencing slow performance, losing network connectivity, and failing to respond until the device is rebooted. The customer stated that the issues extended to multiple departments including their emergency department and operating rooms. Patient care is delayed as they are not able to access the stations in the operating room. The customer did not provide additional details regarding these events. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es experienced slow performance and intermittent network issues. When the device was rebooted, it did respond but went back offline. The customer stated that the issue affected multiple departments including ed and or, leading to delayed patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the intermittent network and freezing issues were related to the drivers. A technical support specialist configured the bluetooth and wi-fi settings to ensure that the adapter settings were enabled in the device manager to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.